Event description:
Device issue: fractured stent. Time of device issue: after procedure. Adverse event: none. It was reported that the ultra stent was implanted in a newborn's abdominal aorta 7 years ago. A coil was placed through the stent into an aortic aneurysm in 2005. On (B)(6) 2010, angiography revealed that the stent was broken into 7 pieces. Treatment is pending. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Stent fracture can be a result of, but not limited to, stent material, device size selection, deployment technique, post dilatation strategy, anatomical movement and/or interaction with other devices. As this damage was not noted during the initial procedure, it is likely that the noted stent fracture occurred post procedure. Reportedly, a coil was placed through the stent implant to treat an aortic aneurysm. It is possible that the interaction with the coil device may have contributed to the reported stent fracture; however, this cannot be confirmed. In this case, a definitive cause for the reported stent fracture could not be determined. It should be noted that the ultra instructions for use (IFU) states that the ultra product is indicated for use in improving coronary artery lesion diameters and not in a peripheral vessel.